Event description:
During the device evaluation, the deflectable videoscope's imaging cable coating was found to be damaged. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the defect was caused by stress from use, external forces, or handling. However, the root cause could not be specified. The event is detectable and preventable by handling device in accordance with the following IFU: ltf-s190-5/10 operation manual [chapter 5 troubleshooting_5.4 returning the endoscope for repair]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.